Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the diaphragms (trocar gaskets) and reducer gasket tore. Trocars and reducer were opened to finish the case. There was no consequence to the pt.